Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06725. It was reported the pt was not receiving adequate coverage. The pt elected to have his scs system removed due to no longer using it and for a future MRI. The leads and anchors were discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.